Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: endovascular ascending aortic repair in type a dissection: a systematic review ahmed, y, houben, ib, figueroa, ca, et al. . J card surg. 2020; 1¿ 12. Https://doi.org/10.1111/jocs.15192 among the entire cohort all-cause mortality rate was 9%. There was no information to suggest any of medtronic device failures caused or contributed to the deaths mean age a3: mean gender exact date of implant unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in conjunction with non mdt stent graft systems in patients with type a aortic dissection (taad) undergoing tevar on unknown dates. The following adverse events were reported: stroke, mi, respiratory failure, aortic insufficiency. The cause of the adverse events are undetermined.